Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right atrial lead, and a right ventricular lead that had a fracture. The leads were explanted and replaced. Related manufacturer reference number: 2017865-2019-06344.